Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a ventricular rupture was noted. After the valve was placed, the procedure was converted to a thoracotomy due to the rupture. Additional information was received to report the ventricular rupture was first observed after performing the post-implant balloon dilation. The balloon was removed and an st wave elevation and a sharp increase in pericardial effusion were noted, which confirmed ventricular rupture. Per the physician, there was no causal relationship between the valve and the vascular injury; however, it was unknown if the delivery catheter system (dcs) or sheath were contributors. The physician further noted, the main causes of left ventricular perforation were the non-medtronic (lunderquist) "guidewire as it was placed in an inverted figure 6 was in contact with the posterior wall" additionally, "there was the pushback operation, and it is highly likely that the guidewire was the main cause". The left ventricular posterior wall perforation was treated with surgical hemostasis and suturing. The pericardial effusion was treated with unspecified drainage. Bleeding from the puncture site was treated with hemostatic sutures after cone-beam computed tomography (cbct) confirmation.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; lot #; full UDI# h4. Device mfg date h6. Patient codes; eval code method. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on the same day as the valve implant procedure, the patient died. The cause of death was due to bleeding.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a ventricular rupture was noted. After the valve was placed, the procedure was converted to a thoracotomy due to the rupture.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.